Event description:
On 4/5/99, baxter was notified by risk mgmt, at the transfusion site, of a fibrile transfusion reaction that occurred on 3/24/99. The pt expired on 3/27/99. The customer reported that a baxter leukoreduction filter was a concomitant product used in the transfusion. The customer could not confirm if a baxter blood pack unit was also used in the transfusion. No other event info was given by the customer.